Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle that syringe had no markings on it. The following information was provided by the initial reporter: I found this in my new box of syringes. It has no markings on it.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 16-jun-2022. H6: investigation summary: customer returned (1) loose 0.5ml syringe from lot# 1277023. The customer reported that the syringe had no markings on it. The sample was examined, and it was observed that the barrel was blank ¿ no scale markings or print were found. A review of the device history record was completed for batch# 1277023. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root-cause: timing changed due to damaged barrel tip stuck in the dial. H3 other text : see h10.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle that syringe had no markings on it. The following information was provided by the initial reporter: I found this in my new box of syringes. It has no markings on it.